Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise while the patient was engaging in intimate activity. A single inappropriate shock was delivered as a result. No further noise was observed post shock. Noise was able to be recreated in clinic with the patient in the plank position. The noise was noted to appear consistent with myopotentials. Technical services (ts) discussed potential programming options or the option of limiting the plank position. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.